Event description:
The reporter stated that the connector and tubing came apart. There was no pt injury or treatment as a result of this event.

Manufacturer narrative:
One unit was returned for eval with the tubing separated from the sampling site. The tubing was within specification and there was evidence of solvent being applied. This issue is possible related to user handling. This issue is being monitored. Review of the complaint database for the last 12 mos indicates that there have been three reported issues for the tubing separating from the sampling site. All three reports are from the same customer and for the same product code. This is a complaint rate of .05. The device history record was reviewed and found to be acceptable. Medex is able to confirm this issue, however, unable to determine the exact cause. No add'l action necessary at this time. Medex considers this MDR closed with this report.